Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the patient had multiple episodes of supraventricular tachycardia (svt). The implanting physician advised electrophysiology studies (eps)/ablation, which the patient underwent and demonstrated atrioventricular (av) reentry tachycardia via a left lateral accessory pathway. This was successfully ablated two months post implant and the event considered resolved. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.